Event description:
(1/6, reference (B)(6) for related complaints) (documenting cassette 1). Per customer complaint form: patient's wife reports patient has had 6 cassettes that became unusable with no disposable pump alarms after being used for several hours. Troubleshooting did not resolve the issue and a new cassette had to be mixed and changed early each time. Patient's son discarded 3 cassettes, not knowing they needed to be called in. The three remaining cassettes are lot numbers 4146497 expiration date 2026-05-23, 4189440 expiration date 2026-09-04, and 4189440 expiration date 2026-09-04. Issue took place between 12/22/2021-1/11/2022. No further details provided.